Manufacturer narrative:
Medical device expiration date: the customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. Investigation summary: it was reported the needle was discovered with excessive epoxy. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield, but no packaging blister. The needle hub has a white epoxy drip over. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the symptom reported. A device history record review was completed for provided material number 303005, lot number 1274029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that excessive epoxy was found on the bd precisionglide¿ needle during an inspection. The following information was provided by the initial reporter: the needle was discovered with excessive epoxy found during final function inspection.